Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after the lead integrity alert (lia) triggered. The physician noted non-sustained ventricular tachycardia (nsvt) episodes that appeared to be oversensing. A fracture was suspected. The physician monitored the patient for a few days and could not reproduce the problem. Due to the inability to reproduce the problem and the patient's clinical status, the right ventricular (rv) lead remained in use per physician discretion. Subsequently, the patient presented to the clinic after lia triggered again due to high rate non-sustained episodes. Sensing had also dropped. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.